Manufacturer narrative:
D.10. Concomitant product: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot# n5e1533y); sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot# n5e1533y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that staple line bleeding occurred after the use of three reloads with a manual handle. The staple line bleeding was resolved by resecting and re-stapling.